Event description:
A report was received that during set up of the closed suction system to the pt and ventilator, the sleeve around the catheter tube inflated and the pt immediately desaturated. The trach care system did not exit from the endotracheal tube. A second trach care system was used on the same pt and the same problem occurred. No pt injury was reported.